Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tha, when a nurse was opening the outer blister pack, the tyvek sheet was delaminated.

Manufacturer narrative:
An event regarding alleged packaging issue involving a hip screw was reported. The event was confirmed through the inspection of the device. Conclusion: it was reported that during a tha, the outer tyvek sheet was found delaminated. Visual inspection of the returned device noted that the tyvek sheet was partially attached to the blister on one of the edges. The exact cause of the event could not be determined as insufficient information was provided. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that, during a tha, when a nurse was opening the outer blister pack, the tyvek sheet was delaminated.